Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals did not load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Product will not be returning as it was discarded. Refer to 2242352-2011-01173.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to endure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).